Event description:
Reportedly, the volumetric accuracy of the device is off. The flow rates are high when used with small syringes. Facility confirmed that they are using bd syringes (3ccs). Pump was set up to deliver 6ml/hr, but delivered 6.4ml. The pump was not being used on a pt at the time.

Manufacturer narrative:
Device evaluation results: the reported volumetric inaccuracy could not be duplicated when tested by qa, service and qc. Service standard inspection and 24-hour testing found no faults or issues with the pump.